Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through review of the event history log as system error 345 messages but not reproduced during evaluation. The device was found in specification during testing. Per procedure the cause is attributed to the upstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The problem happened during testing in the biomedical service department. There was no patient involvement. No additional information is available.